Event description:
It was reported that the procedure was to treat a de novo concentric lesion, with mild tortuosity and heavy calcification, from the proximal to the distal right coronary artery (rca). An attempt was made to advance a 2.75x38 mm xience alpine rx stent delivery system (sds) toward the target lesion; however, the sds did not advance due to resistance between the sds and patient anatomy. It is suspected that the sds tip or stent implant got caught on the patient anatomy. The guide catheter was disengaged. During the attempt to re-engage the guide catheter, closer to the target lesion the proximal stent struts were inadvertently deformed (bent/crushed/overlapped) when the guide catheter tip came in contact with the stent struts. The entire length of the stent implant was shortened. An unsuccessful attempt was made to withdraw the sds into the guide catheter tip due to bent/crushed/overlapped stent struts. The guide catheter, sds, and guide wire were all removed as a single unit. The procedure was completed after deploying a 2.75x38 mm xience alpine stent in the distal rca and deploying a 3.5x33 mm xience alpine stent in the proximal rca. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis with a tear in the shaft that was found 9 cm proximal to the proximal seal in the shaft. The stent damage was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. The difficult to position/remove with the guiding catheter could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on a visual and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Based on the information reviewed, there is no evidence to indicate the presence of a potential issue/observation caused by, or related to the design, manufacture, or labeling of the device.